Event description:
It was reported that the charger for the ilet system was charging slowly and inconsistently, increasing battery charge by about 15% in one hour and intermittently turning its indicator light off even when the pump was properly seated, consistent with a charging problem associated with the battery charger. Customer care provided support that included battery replacement logistics. Investigation of this case revealed a power source problem associated with the battery charger component, aligning with a charging problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.